Event description:
A customer contacted global technical services regarding a system error (se) 2240 alarm that appeared on the homechoice unit during drain 2 while connected to the patient. The home patient (hp) stated he disconnected prior to the alarm and then reconnected after the alarm occurred. The baxter technical service representative explained the alarm to the hp and had him cycle power for the machine to alarm se 2367. The hp was instructed to restart with new supplies and notify his nurse of the event. Proper procedures per the user manual were reviewed with the hp. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The batch review was not performed because the lot number was unknown. A labeling review was performed and found the labeling to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).